Event description:
It was reported that during a full supply change on the ilet, the user accidentally selected ¿yes¿ to seeing drops during the press-and-hold step before attaching the infusion site, which interrupted the process; the user then received guided assistance to navigate to fill tubing, confirm drops, place a new teflon infusion site, perform fill cannula, and resume insulin delivery. There were no reported adverse clinical effects and no change in blood glucose. Outcomes included successful completion of the supply change and resumption of insulin delivery without alerts or alarms or medical intervention. Investigation included customer support troubleshooting and user education through step-by-step guidance to complete the supply change workflow. Investigation of this case revealed use error during the supply change sequence, with the device and infusion set functioning as intended once the correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to procedural steps.